Manufacturer narrative:
Immucor technical support was unable to complete the investigation because the customer did not respond to additional requests for information.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when tested on a galileo neo on (B)(6) 2014.